Event description:
It was reported that when placing the catheter, the guide wire was found bent inside, making it unusable. The guide wire was bent 3 cm away from the tip and 6cm from the distal end. (B)(6) 2021: the returned guidewire wire was kinked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire, one plastic guidewire hoop, one 21 g introducer needle, two 20 g IV introducer needles, and one scalpel were returned for evaluation. An initial visual observation showed blood residue on the distal tip of the returned 21 g introducer needle. The guidewire was observed to be bent approximately 2.7 cm and 3.5 cm proximal to its distal tip and also 8.1 cm and 10.8 cm distal to its proximal tip. No breaks were found within the returned guidewire during tactile evaluation. A microscopic observation revealed kinks in the coiled wire of the guidewire at the most severe bend near the distal tip. Some blood residue was observed on the guidewire and both weld tips were observed to be present and intact. While the returned guidewire was found to be bent in multiple locations, it was not possible to determine when or where the sample was damaged. Possible causes include damage during packaging, handling, or use. A lot history review (lhr) of redy2770 showed one other similar product complaint(s) from this lot number.